Event description:
Resident was in a wheelchair with a vest restraint in the hallway by the nurses station. A loud crash was heard and the resident was found on the floor with the wheelchair on top of her and the vest restraint still intact. Residents dentures were broken and blood was noted from her nose and mouth. The resident was sent to the ER for evaluation and admitted to the hosp with a closed head injury. Prior to the fall, the resident had been attempting to stand and was seen bending over reaching for the floor and taking her slippers off and on. The resident was instructed to sit up right so that she would not tip over the chair and fall. The resident has a history of this behavior. The resident was readmitted into this facility on 3/18/97.